Event description:
It was reported that, "painful knee".

Manufacturer narrative:
Manufacturing history record, complaint history review. Evaluation summary: the results of the evaluation performed indicate that it is difficult to determine the exact cause of the reported "painful knee". The product experience reporting database shows that there have been no other reported events regarding the reported product lot. There have been other reported events for pain in the knee for the triathlon product family, but no device related root cause trends are noted. The reported device has not been returned due to hospital policy and clinical information was not made available to confirm the reported event.